Manufacturer narrative:
Concomitant products: product ID 37743, serial# unknown, product type programmer, patient; product ID neu _unknown_lead, serial# unknown, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that, at the patient's mid-trial appointment, the leads were removed. The stimulation was noted to be more irritating than comforting. No further follow-up was required as all known information was reported.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that the patient did not report a complaint during the mid trial appointment. The health care provider (hcp) stated the patient did have complaints during their (B)(6) 2013 lead removal. The patient did not proceed with implant and has not been seen by the hcp since. If additional information is received a follow up report will be sent.

Event description:
It was reported that the trial patient had to have her lead repositioned due to chest pain. Patient started trial on the monday prior to this report and had repositioning done the wednesday prior to this report. Patient was reprogrammed at a higher hz than before. Additional information has been requested.